Manufacturer narrative:
Dtba1d1 crt-d, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rv bipolar lead impedance warning was triggered on the right ventricular (rv) lead due to high pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.